Event description:
In feb 2002, the center reported that the patient was experiencing poor external headpiece retention. March 2002, the center reported that the flap thickness and headpiece retention seemed to be improving. April 2002, the center reported that the patient had flap revision surgery done "several weeks ago" (exact date unknown). The device remains implanted and the reported problem with headpiece retention was resolved with this surgery.